Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a trunk-ipsilateral leg component was successfully deployed, a delivery catheter for contralateral leg component was advanced to an intended site. The contralateral leg component was deployed while the delivery catheter was being pushed up, but it unintentionally covered the right internal iliac artery (riia). Physician elected to implant an aortic extender component proximally, and it was successfully deployed. The patient tolerated the procedure with a wait-and-watch approach taken to the occlusion of riia. It was reported that the delivery catheter for contralateral leg component was not pushed up adequately, which might have contributed to the unintentional occlusion of riia.